Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient was still having some leakage and that they did not feel anything. Patient also reported that they were getting nervous because they may have screwed something up because of their activity lever. Patient also stated that they were still getting up a lot at night. No further complications were noted or anticipated.